Event description:
Reporter had johnson and johnson (ethicon) pvto gynecare mesh implanted on (B)(6) 2012. Three weeks after implantation reporter experienced pelvic pain, burning sensation, hip pain, urinary problems, scar tissue buildup, and ambulation problems. She is unable to go back to work because of these problems and is also unable to do any daily activities. It seems each time a doctor touches her, her condition gets worse and worse. She has been prescribed pain medications and taking five different ones but problems persist. She got steroid injection. She had her fallopian tubes removed. She is in the process of seeing a doctor to have the mesh removed because the pain is just too much.